Event description:
Device malfunction: thumb advancer resistance/incomplete sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the thumb advancer became stuck during deployment of the clip and would not fully advance to the locked position. No audible click was heard and the exchange sheath did not fully split. The vessel locator wings were deployed and the clip delivery tube could not be retracted. The safety release button and the access ports were used unsuccessfully. The device was removed using force and hemostasis was achieved using a compression bandage. There were no reported advance pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.